Manufacturer narrative:
Event date is estimated . During process of the complaint attempts were made to obtain event information , further information was requested but not received .

Event description:
It was reported patient was experiencing ineffective coverage of pain relief and also found to have high impedances. To address this issue patient had a lead replacement and effective therapy was restored post-operatively .

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.